Manufacturer narrative:
The subject device was not returned for evaluation. The exact cause of the user'[s report couldn't be conclusively determined. As the c checking of the manufacturing record of thee same lot, nothing abnormal detected. Therefore, omsc, having taken the past similar cases into consideration, concludes that the needle tube was kinked for some reason before the doctor pierced to the patient, the stylet was loaded and broken while the doctor withdrew the stylet. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc), was informed that during piercing with the subject device, the stylet was broken, and fell off in the patient body. Omsc couldn't get information of part which the stylet fell off. The doctor couldn't find the part, and couldn't recover it. The doctor stopped the procedure. There was no patient injury regarding this report.